Manufacturer narrative:
Event description, corrected data: initial MDR incorrectly indicated that the device had been discarded; however, the device was not discarded. Device available for evaluation, corrected data: supplemental MDR incorrectly indicated that the device was not returned. Evaluation codes, corrected data: initial MDR incorrectly indicated code 70: that the device had been discarded; however, the device was not discarded.

Event description:
The module was attached to a new battery and the current drain was monitored for 3 months. No excessive current drain was noted during the monitoring period. The capacitors (c6, c4, c18 and c11) were measured for leakage current consumption at the rated voltage and were in specification. The reported event was determined to be due to the depleted battery. Based on the electrical test results, the device exhibited current consumption rates that are within specification. A battery life estimation resulted in 5.03 years remaining before the eri flag would be set. A cause for the discrepancy in battery life, considering that the current consumption rates are within specification, could not be determined. The pulse generator module performed according to functional specifications. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional testing on the generator battery was performed and the exact cause of the premature battery depletion could not be identified. No defects were identified during the destructive analysis that would account for the early depletion of the cell.

Event description:
Although the initial and supplemental mdrs stated that the device was discarded, it was found that the device was not in fact discarded and was returned to the manufacturer on august 8, 2013. Product analysis of the device was performed. Visual examination noted tool marks on the generator case most likely associated with manipulation of the device during the explant procedure as the markings are consistent with devices typically used in a surgical procedure. Burn marks were observed which indicated that the pulse generator may have been exposed to an electrocautery tool. No other surface abnormalities were noted on the device. The septum was not cored. The pulse generator was opened. A visual assessment of the pcb revealed no anomalies. The allegation of failure to program was determined to be due to the depleted battery. Based on electrical test results, the generator exhibited current consumption rates that are within specification. A battery life estimation resulted in 5.03 years remaining before the eri flag would be set. A cause for the discrepancy in battery life, considering that the current consumption rates are within specification, could not be determined. The pulse generator module performed according to functional specifications. Other than the noted anomaly, there were no performance or any other type of adverse conditions found with the pulse generator. Additional testing on the module will be performed and the battery will be returned to the manufacturer for further analysis.

Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed. The notes state that the site attempted to interrogate the patient's vns that day; however, they were unable to establish communication with the device using two different wands. It was then stated that they question if the vns battery life is exhausted; however, a battery life calculation performed by the manufacturer indicates about five years expected remaining life until near end of service is yes. Follow up attempts were made for additional information; however, they were unsuccessful. No additional information was provided. The device was explanted on (B)(6) 2013. The device will not be returned as the hospital discards explanted devices.

Event description:
Follow up with the physician's office found that they did not have a lot of additional information to provide on the patient as the physician had been out of the office for two weeks. Per the physician's and surgeon's notes, the patient has not been seen since her surgery. It was confirmed that the programming system has been functioning properly since the date the patient's device was unable to be interrogated. The explant reason was provided as due to battery depletion. No other information has been provided.

Manufacturer narrative:
Initial MDR reported that the patient's device was explanted; however, the date was inadvertently not included. Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.